Event description:
It was reported that a malfunction alarm occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue arises again, which they acknowledged.